Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "battery depleted" issue. The problem was found during programming/set up at the neonatal intensive care unit (nicu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to properly charge a known good battery, however the customer's battery was not returned with the device for testing.  A review of the event history log identified multiple events of battery depleted, battery low, and battery alert messages. No correction to the infusion pump is required.  Should additional relevant information become available, a supplemental report will be submitted.